Manufacturer narrative:
Correction: per a review it has been determined that the event reported in this complaint was previously reported to avanos under reference (B)(4), and reported to FDA under reference 8030647-2021-00035. Any further updates to the event will therefore be submitted under 8030647-2021-00035, and no further updates will be provided under 8030647-2021-00042. All information reasonably known as of 09 dec 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that when the patient coughed, the system became "maladjusted" and resulted in the patient no longer being ventilated. The patient became desaturated and distressed. The system was changed out for another. Per additional information received 21 oct 2021, the event took place in (B)(6), and there is no further information they can provide.